Event description:
Pt underwent placement of a left subclavian port-a-cath. This placement was for chemotherapy due to breast cancer. Porblems were noted with the port-a-cath in 12/01. The fractured catheter was identified and surgically removed. The pt was again admitted on 1/02 with what appeared to be pulmonary embolism. The catheter appeared to have been fractured in between the clavicle and first rib.